Event description:
Paramedics were preparing to use the unit to monitor a patient's ECG during transport to a hospital. The patient was complaining of chest pains. After the unit was connected to the patient and turned on, the unit gave a leads off alarm with a flat ECG trace, made an unusual "buzzing" noise, displayed the service indicator, then the display stopped functioning. With the physician's ok, the crew completed the patient transport without use of an ECG monitor. There were no adverse affects to patient care reported as a result of the alleged malfunction.